Event description:
The belt is part of a "system" that includes a dietary supplement and a "tightening gel". The belt can be strapped around different body areas to provide electrical muslce stimulation (ems). The belt has 4 areas where a motor can be attached. The rptr was using it with one of the side settings and applied it to work on right side. It was working for a while, but then it shut off. Eventually, rptr received a shock to right side after pushing the operating buttons. It broke the skin, causing bleeding and pain. Rptr did not seek medical attention. It is healing. They also report the belt leaves marks on the skin.